Event description:
An event involved a chemolock where it was reported that when pushing chemotherapy with chemolock device, medication was leaking small drops from the middle of the chemolock. Patient lost 1 ml of medication from the syringe. The patient did not receive the whole treatment and there was unexpected or prolonged care during infusion. There was patient involvement, and no harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6). (B)(4).